Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said they experienced a shocking sensation in their groin. No environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed included an impedance check, but no issues were identified. The action/intervention taken to resolve the issue included changing programs and discussing surgery options. No surgical intervention occurred nor is it planned. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.